Event description:
Position pin broke off in the lateral femoral condyle during a left total knee replacement procedure. The screw head twisted off and the surgeon was not able to remove the pin. It is felt that would not be a problem for the pt and would not interfere with the prosthesis or function of the knee. This is the second incident of the zimmer headless screw breaking during a surgical procedure. The first time the surgeon was able to remove the remainder of the pin. The date of the first event was (B)(6) 2016 during a total knee procedure. Same type of issue that when the surgeon was attempting to remove the screw and a piece of the screw broke off. Difficult screw removal tray was used to attempt to remove the remainder of the screw. Pieces of the screw continue to break off. The surgeon made his normal cuts for a total knee and the remaining parts of the screw came out. The procedure was completed without further complications.